Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
Dexcom was made aware on 08/27/2024, that on 08/24/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, inflammation and an electrifying sensation, a bump the size of a golf ball, which occurred 6 days after the sensor had been inserted in the arm. The whole underside of his arm was red and felt hot. The patient went to the hospital, and they made an incision and drainage. They prescribed oral antibiotics (cephalexin 3 times a day for 7 days) and fucidin cream. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.